Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Event description:
The customer reported that following a therapeutic plasma exchange (tpe) procedure, the patient's hematocrit increased from 39% to 58% over several days. Per the customer, 100% fluid balance was being used. No issues were noted during the procedure. Patient information is not available at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to insufficient information provided at the time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: per the customer, the operator is not sure the plasma volume that was exchanged but they used 600 mls of 5% albumin over 2 liters of normal saline. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file was analyzed for this event. A semi-annual pm was completed on the machine on (B)(6) 2014. No diagnostic findings were found. The pm completed per specs. Based on the information provided by the customer, a combination of (B)(4) ml of (B)(4) albumin with (B)(4) of normal saline was used for the (B)(4) ml of replacement fluid. (B)(4) ml of (B)(4) albumin is (B)(4) total ml of albumin in the replacement fluid. Exchanging (B)(4) ml of albumin over (B)(4) ml saline results in (B)(4) albumin in physiologic saline. According to an article titled "plasma exchange: concepts, mechanisms, and an overview of the american society for apheresis guidelines" it states that "the most commonly used replacement solution is (B)(4) human albumin in physiologic saline. Winters, j.l.,2012, ash education program book, plasma exchange: concepts, mechanisms, and an overview of the american society for apheresis guideline 1-12,http://asheducationbook.hematologylibrary.org/content/2012/1/7.full (july 17, 2014)the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: this disposable set was unavailable for specific root cause analysis. The rdf and serial number pm indicate that the system operated as intended. Based on the information provided by the customer and literature review, the root cause of the hemoconcentration was the prescribed use of low % albumin in the large amount of physiologic saline. - attachment: [ashpaper.pdf]

Event description:
The customer declined to provide patient identifier and age.